Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the touchscreen and verified that the issue was resolved. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the response of the touch panel was slow. There was no patient involvement at the time the issue was discovered as the issue occurred outside of clinical use during periodical device checking at the hospital. There was no reported delay in therapy. The customer called technical support to report that the response of the touch panel was slow during periodical device checking at the hospital. The customer also stated that the touchscreen was calibrated in the diagnostic menu, but the issue remained. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not show any signs of damage or contamination. The technician verified that the touchscreen failed flex cable resistance verification testing, confirming the slow touch response. The touchscreen therefore does not meet the acceptance criteria; the touchscreen is out of specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.